Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup mode. Device restoration was unsuccessful. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.